Manufacturer narrative:
H10: review of the complaints database revealed no further similar event occurred on this perfusion tubing system (pts) pack code or lot number. The most likely root cause of the reported event was an isolated manufacturing operator error during the assembly phase of this pts. To prevent re-occurrence, the manufacturing personnel has been involved in a dedicated training meeting to discuss the specific event.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H.10. Livanova USA inc manufactures pts tubing pack. The incident occurred in cincinnati, ohio. The involved device is not available for investigation. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. H3 other text : device not available.

Event description:
Livanova USA inc. Received a report that during priming it was noted that in 1 unit cardioplegia clamps (red and white) were on the wrong tubings on one bridge of the double bridge system. This affected unit was discarded by the customer and rebuilt it. There was no patient involvement.